Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. The image disappeared due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the camera head disappeared and the cable was getting hot during a procedure to conduct a rigid cystoscopy and bladder biopsy with diathermy. The procedure was completed with another similar device after a delay to switch the equipment. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.